Manufacturer narrative:
Product event summary # (B)(4), damaged instrument. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2017 (hcp, uf)-it was reported that the straight suction would not register. They were unable to register/use the bent suction during the case but proceeded normally with the other navigated instruments."